Manufacturer narrative:
This report is submitted on feb 22, 2024.

Event description:
Per the clinic, the patient experienced no hearing with the device because of a head trauma causing a migration of the electrode. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2024. The patient was re-implanted with a new device in the same procedure.